Event description:
MEDTRONIC RECEIVED INFORMATION VIA A THIRD PARTY REGISTRY TITLED: (B)(6). THE DATA WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT AND HAS BEEN ORGANIZED INTO A SUMMARY REPORT FORMAT. REVIEW OF THE 380 TOTAL RECORDS REVEALED 165 PATIENT SERIOUS INJURY (SI) EVENTS MET MDR REPORTING CRITERIA.

Manufacturer narrative:
UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA'S MAUDE DATABASE. THE AVAILABLE INFORMATION FOR EACH COMPLAINT, INCLUDING PATIENT CODES AND DEVICE CODES IS SUMMARIZED. THE EVENT DATE LISTED ON THIS FORM IS THE FIRST DATE OF THE EARLIEST YEAR IN WHICH A REPORTED EVENT OCCURRED.

Manufacturer narrative:
QUARTERLY REPORTING PERIOD: JANUARY 1, 2014 - MARCH 31, 2014.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. PER THE SUBSEQUENT GUIDANCE PROVIDED AFTER THE SUBMISSION OF THE INITIAL REPORT, SEPARATE EVENTS ARE REPORTED AS SEPARATE LINE ITEMS IN THE ATTACHED SPREADSHEET REPORT. AS A RESULT OF THAT CHANGE, THE AVERAGE PATIENT AGE IS UPDATED TO 82 YEARS AND THE NUMBER OF SERIOUS INJURY EVENTS IS UPDATED TO 175.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. THE SPREADSHEET INCLUDES THE REMAINDER OF NEW CALENDAR YEAR 2014 TVT REGISTRY PATIENT SERIOUS INJURIES REPORTED TO MEDTRONIC. IT WAS REPORTED THAT THE DATA INCLUDES SOME COMPLAINTS FROM (B)(4) 2015; HOWEVER, BECAUSE THE DATA IS ANONYMIZED, IT IS NOT KNOWN WHICH COMPLAINTS ARE FROM CALENDAR YEAR 2015. THE AVAILABLE INFORMATION FOR EACH COMPLAINT, INCLUDING PATIENT CODES AND DEVICE CODES, IS SUMMARIZED IN THE ATTACHMENT SUBMITTED WITH THIS REPORT.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. THE SPREADSHEET CONTAINS ADDITIONAL, CORRECTED OR UPDATED INFORMATION THAT WAS RECEIVED IN THE (B)(4) 2015 QUARTERLY REPORT FROM THE STS/ACC TVT REGISTRY FOR TRANSCATHETER AORTIC VALVE REPLACEMENT FOR THE FOLLOWING PATIENTS: (B)(6) (UPDATES TO 2025587-2014-01018, FOLLOW UP NUMBER #2, FOR THE JANUARY 1, 2014-MARCH 31, 2014 REGISTRY REPORTING PERIOD). (B)(6) (UPDATES TO 2025587-2014-01018, FOLLOW UP NUMBER #4, FOR THE APRIL 1, 2014-JANUARY 20, 2015 REGISTRY REPORTING PERIOD). THE SPREADSHEET ALSO CONSOLIDATES ALL PREVIOUSLY-REPORTED INFORMATION REGARDING EVENTS FOR REGISTRY PATIENTS WITH A STATUS OF ¿SERIOUS INJURY¿ TO FACILITATE FUTURE PATIENT UPDATES AND REPORTING IN ALIGNMENT WITH THE PREVIOUS DIRECTIVE TO REPORT REGISTRY PATIENT EVENTS FROM CALENDAR YEAR 2014 UNDER A SINGLE REPORTING NUMBER (CONSOLIDATING THE INFORMATION FROM THE INITIAL 2025587-2014-01017 REPORT AND FOLLOW-UP REPORTS 001-004).

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. SUBSEQUENT REVIEW DETERMINED THAT AN ERROR IN PROCESSING THE PREVIOUS SPREADSHEET ATTACHMENT FOR SUBMISSION RESULTED IN A MISALIGNMENT OF THE UNIQUE COMPLAINT ID NUMBER AND THE CORRECT CORRESPONDING PATIENT/COMPLAINT INFORMATION. IN ADDITION, FOR PATIENTS WHO EXPERIENCED MORE THAN ONE REPORTED ISSUE, THE UNIQUE COMPLAINT ID NUMBER WAS NOT CORRECTLY APPENDED TO DISTINGUISH BETWEEN SEPARATE COMPLAINTS. A CORRECTED VERSION, WHICH ALSO REMOVES DUPLICATE LINE ITEMS AND POPULATES PATIENT DEMOGRAPHICS AND COMPLAINT CODING THAT WERE MISSING FROM THE PREVIOUS SUBMISSION, IS ATTACHED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 ((B)(4) 2014) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1-Q4 2014 THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 THE UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT REGISTRY PATIENTS FROM CALENDAR YEAR 2014 (JANUARY 1, 2014 THROUGH DECEMBER 31, 2014).

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014). THE UPDATED SPREADSHEET CONTAINS ADDITIONAL AND CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED AN UPDATED DEVICE IMPLANT REGISTRY REPORT THAT WITHDREW/DELETED SIX PREVIOUSLY REPORTED PATIENT COMPLAINT ITEMS INVOLVING FIVE PATIENTS.

Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014). UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. THE UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS FROM CALENDAR YEAR 2014.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014). (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014). (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;700802210-20-32899,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-1109534,I,SI,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-1176508,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-1202565,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-1208312,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-1208312-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-1266013,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-1367325,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-1406162,I,SI,23,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-1463471,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-1636977,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-1636977,S,,0,,,;700802210-20-1660211,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-1748591,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-1916229,I,SI,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-1951592,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2044565,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2285601,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2365945,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2376170,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-2376170,S,,,,MCS-P3-26-AOA,;700802210-20-2376170-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2392896,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-2436790,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2595458,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2603290,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2650830,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2759924,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2772422,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2827671,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2872383,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2921937,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2921937-1,S,SI,20,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2922879,I,SI,25,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2923471,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2924009,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2930812,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2930812-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2930812-2,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2930812-2,S,,6,,,;700802210-20-2930812-3,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2931258,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2931623,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2931623,S,,,,,;700802210-20-2931912,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2931912-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2932354,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2932354-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2935203,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2935203,S,,,,,;700802210-20-2935203,S,,,,,;700802210-20-2936616,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2936616-1,S,SI,16,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2936616-2,S,SI,22,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2936616-2,S,,,,,;700802210-20-2939017,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2940499,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2942874,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2944005,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2944346,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2945043,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2945877,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2947047,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2947047-1,S,SI,12,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2948629,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2949347-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2949354,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269 ;700802210-20-2949712,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2949712,S,,3,,,;700802210-20-2949712-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269 ;700802210-20-2952549,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2952549-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2953480,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2953480,S,,6,,,;700802210-20-2954322,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2955368,I,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2955928,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2955938,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2955938-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2956408,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2956408-1,S,SI,27,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2956408-2,S,SI,31,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2956750,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2956876,I,SI,23,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2956876,S,,,,MCS-P3-31-AOA ,;700802210-20-2957829,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-2957829,I,SI,27,CoreValve System - Transcatheter Aortic Valve,Not available,C62876;700802210-20-2957829-1,S,SI,27,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2958351,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2959116,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2959138,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C62917 ;700802210-20-2959174,I,SI,32,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2959440,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2960155,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2960769,I,SI,33,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2960769,S,,,,,;700802210-20-2960769,I,SI,33,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2960769,S,,,,,;700802210-20-2961993,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2961993,S,,,,MCS-P3-29-AOA,;700802210-20-2962029,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2962029,S,,,,MCS-P3-29-AOA,;700802210-20-2962047,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2962119,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2962308,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2962308,S,,,,,;700802210-20-2963021,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2963021,S,,0,,,;700802210-20-2963162,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2964057,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2965268,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2965326,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2965326-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2965948,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2966201,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2968470,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C62917 ;700802210-20-2968769,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2968777,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2968783,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2968811,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2968811-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2968818,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2968818,S,,,,,;700802210-20-2969483,I,SI,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2969483,S,,,,,;700802210-20-2971542,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2971542-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2971542-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2971760,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2971986,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2971986,S,SI,,,,;700802210-20-2971986,S,,2,,,;700802210-20-2972902,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-2972902-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2973166,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2973166-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2973418,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2973452,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2973790,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2973959,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2974004,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2974004,S,,,,,;700802210-20-2974139,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2975555,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2975799,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2976317,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2976694,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2977290,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2978423,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2978450,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2979705,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2980937,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2980944,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2980973,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2981182,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2981182-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2981318,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2981318,S,,,,,;700802210-20-2981326,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2981326-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2982282,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2982439,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2982439-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2982803,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2983114,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-2983974,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2983974,S,,,,,;700802210-20-2983974,S,,,,MCS-P3-26-AOA ,;700802210-20-2984692,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2984692,S,,,,,;700802210-20-2984731,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2986213,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-2986268,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-2986852,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2987430,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2988433,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2988996,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2989599,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2990142,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2990245,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2990245,S,,,,,;700802210-20-2990245-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2990257,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2990273,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2990726,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-2990772,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2990772,S,,,,,;700802210-20-2991198,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2991198-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2993233,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2993332,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2993332,S,,,,,;700802210-20-2993487,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2993956,I,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2993974,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2994013,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2994013-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2994231,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-2995275,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2995275-1,S,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2995658,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2995658,S,,,,,;700802210-20-2995658,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2995658-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2995658-1,S,,,,,;700802210-20-2995658-1,S,,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2995943,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2995943-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2995975,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996047,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996078,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996078-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996121,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996280,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996368,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996400,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996494,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2996539,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996539-1,S,SI,34,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2996543,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2996764,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2996769,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-2998447,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2998464,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2998464-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2998546,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2998546,S,,,,MCS-P3-29-AOA,;700802210-20-2998715,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-2999041,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-2999041,S,,,,MCS-P3-26-AOA ,;700802210-20-2999041-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-2999865,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3000268,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3000376,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3000376,S,,,,MCS-P3-31-AOA,;700802210-20-3001180,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3001180,S,,,,MCS-P3-29-AOA,;700802210-20-3001180,S,,,,,;700802210-20-3001528,I,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3002954,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3003608,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3003608,S,,3,,,;700802210-20-3003709,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3003875,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3003966,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3004415,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3004527,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3004527,S,,,,MCS-P3-31-AOA,;700802210-20-3004607,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3005265,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3005399,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C62917 ;700802210-20-3005756,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3006292,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3006580,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3007568,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3008090,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3009849,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3010152,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3010164,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3010716,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3010777,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3010777-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3011442,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3011476,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3011476-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3011476-2,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3011787,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3011891,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3012557,I,SI,27,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3012557-1,S,SI,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3013147,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3013744,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;C76126;700802210-20-3014424,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3014429,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3014510,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3014538,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3014619,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3014795,I,SI,20,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-3014995,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3015027,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3015027,S,,,,,;700802210-20-3015027,S,,,,,;700802210-20-3015275,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3015372,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3016489,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3016655,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3016746,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;C63013;700802210-20-3016746-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3016764,I,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3016806,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3016806-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3016810,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3016812,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3016872,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3017234,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3017236,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3017368,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3017368-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3017383,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3017806,I,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3018804,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C62917 ;700802210-20-3019277,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3019277-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3019277-2,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3020085,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3020160,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3021269,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3022051,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3022154,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3022248,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3022248,S,,,,,;700802210-20-3022248,S,,,,MCS-P3-29-AOA ,;700802210-20-3022337,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3022566,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3022581,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3022581-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3023764,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3024005,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3024441,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3024767,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3025218,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3025239,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3025277,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3025974,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3026035,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3026325-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3026411,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C62917 ;700802210-20-3026642,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3026727,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3026855,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3027026,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3027074,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3027110,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3027110,S,,,,,;700802210-20-3027110,S,,,,,;700802210-20-3027306,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3027379,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3027379-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3027483,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3027483,S,,0,,,;700802210-20-3028320,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3028505,I,SI,20,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-3028721,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3028721,S,,,,,;700802210-20-3028749,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3028926,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3028926-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3029283,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3029582,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3029650,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3029908,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3029950,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3029950,S,,,,,;700802210-20-3029950-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3029950-1,S,,,,,;700802210-20-3030880,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3031023,I,SI,11,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3031023-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3031023-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3031389,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3031389-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3031597,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3031597-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3031666,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3031666-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3031714,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3031714-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3031741,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3032454,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3032562,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3032796,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3032796,S,,,,,;700802210-20-3032796,S,,,,MCS-P3-31-AOA ,;700802210-20-3032796-1,S,SI,67,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3032796-1,S,,,,,;700802210-20-3032796-1,S,,,,MCS-P3-31-AOA ,;700802210-20-3033295,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3033346,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3033346,S,SI,,,,;700802210-20-3033346-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3033346 -1,S,SI,,,,;700802210-20-3034097,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3034363,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3034444,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3034444-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3034676,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3034765,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3034807,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3034807-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3035002,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3035002,S,,,,,;700802210-20-3037709,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3037765,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3037765-1,S,SI,87,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3037765-1,S,,,,,;700802210-20-3037892,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3037892-1,S,SI,35,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3038169,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3039185,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3039223,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3039479,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3039479,S,,,,MCS-P3-26-AOA,;700802210-20-3040111,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3040125,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3040125-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3040976,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3040985,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041004,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041004-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041402,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3041489,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041532,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041532-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3041593,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041830,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041830-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3041854,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3042634,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3042739,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3043060,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3043299,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3043470,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3044427,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3044427-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3044563,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3045109,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3045119,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3045149,I,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3045224,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3045425,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3045434,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3045434-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3045441,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3045608,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3045981,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3046188,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3046188-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3046358,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3046542,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3046542-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3046634,I,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3047423,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C63230;700802210-20-3048246,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3048246-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3048353,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3048353-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3048795,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3049480,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3049480-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3049480-2,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3049480-3,S,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3049645,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3049680,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3049680-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3050067,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3050067-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3050773,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3050773-1,S,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3050773-1,S,SI,,,,;700802210-20-3051695,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3051798,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3052088,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3052285,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3052303,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3053760,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3053760-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3053989,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3053989-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3054035,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3054300,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3054304,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3054372,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3054671,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3054671-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055043,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055340,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055385,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055636,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055636-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055845,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055845-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055845-2,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3055870,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3055936,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3055947,I,SI,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3056022,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700802210-20-3056118,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3056118-1,S,SI,20,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3056382,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3056566,I,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3056566-1,S,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3056591,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3056930,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3056930-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3057091,I,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3057183,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3057399,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3057399-1,S,SI,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3057619,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3057626,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3057626-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3057626-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3058751,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3058889,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3058978,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3059074,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3059074-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3059368,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3059368-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3059498,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3059721,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3059721-1,S,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3060544,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3060606,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3061053,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3062432,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3062692,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3062814,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3062889,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3062997,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3063065,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3063065-1,S,SI,41,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3063498,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3063892,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3063892,S,SI,,,,;700802210-20-3063969,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3063969,S,,,,,;700802210-20-3063969-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3063969-1,S,,,,,;700802210-20-3064145,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3064145-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3064254,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3066114,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3066548,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3066616,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3066920,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3067196,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3067686,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3067708,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3067972,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3067972,S,,,,,;700802210-20-3068503,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3068760,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3069549,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3069684,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3069860,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3069956,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3070350,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3071376,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3071376-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3071420,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3071833,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3071996,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3072787,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3073285,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3073285-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3073285-1,S,,,,,;700802210-20-3073285-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3074707,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3074789,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3074995,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3074995-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3075016,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075024,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075046,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3075046-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075047,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075049,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075137,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075137-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075285,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075371,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075414,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075414-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075414-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075414-3,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075800,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3075800-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3076011,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3076103,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3076543,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3076553,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3076553,S,,,,,;700802210-20-3076553,S,,,,MCS-P3-26-AOA ,;700802210-20-3076597,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3076607,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3077011,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3077247,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3077592,I,SI,78,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3077592-1,S,SI,83,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3078132,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3078141,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3078796,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3078796-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3078807,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3078811,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3078813,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3078822,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3078823,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3079249,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3079339,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3079339-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3079579,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3079848,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3079848-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3081031,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3081031,S,,,,,;700802210-20-3081031-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3081306,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3081359,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3081764,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3081764,S,,,,,;700802210-20-3082517,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3082604,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3082857,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3082890,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3083061,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3083061-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3083130,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3083134,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3083134,S,,,,,;700802210-20-3083134,S,,,,MCS-P3-31-AOA,;700802210-20-3083335,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3083424,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3083968,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3083968-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3083968-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3083980,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3084179,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3084192,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3085850,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3085850-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3085976,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3086150,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086153,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086327,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086698,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3086698-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086757,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086757-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086773,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3086793,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086881,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3086881-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3087016,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3087097,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3087229,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3087232,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3087232,S,,,,,;700802210-20-3087351,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3087363,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3087542,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3087542-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3087542-2,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3087853,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3088505,I,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3088505-1,S,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3088730,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3088919,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3088927,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3088949,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3088964,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3089227,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3089484,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3090042,I,SI,65,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3090180,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3090226,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3090298,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3090366,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3090366,S,,,,,;700802210-20-3090366-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3090366-1,S,,,,,;700802210-20-3090473,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3090473-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3090473-1,S,,,,MCS-P3-31-AOA,;700802210-20-3091052,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3091117,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3091138,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3091187,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3091187-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3091259,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3091981,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3092554,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3093420,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3093435,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3093435-1,S,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3093502,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3094696,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3094696-1,S,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3094696-2,S,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3094696-3,S,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3094696-4,S,SI,41,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3094914,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3095084,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3095201,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3095201-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3095220,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3095220-1,S,SI,38,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3095220-1,S,,,,MCS-P3-31-AOA ,;700802210-20-3095812,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3096130,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3096130-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3096761,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3096863,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3096880,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3096937,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3096937-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3097382,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3097432,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3097759,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3097971,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3099167,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3099618,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3099742,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3099832,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3099832-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3100093,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3100174,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3100501,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3100501,S,,,,MCS-P3-31-AOA ,;700802210-20-3101674,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3102564,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3103019,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3103019-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3103019-2,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3103522,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3103522,S,,,,,;700802210-20-3103522,S,,,,MCS-P3-29-AOA ,;700802210-20-3103781,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3103943,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3103960,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3103983,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3104438,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3104462,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3104750,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3104849,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3105046,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3105207,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-3105207,S,,,,,;700802210-20-3105207,S,,,,MCS-P3-31-AOA ,;700802210-20-3105389,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3106494,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3106602,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3106869,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3107174,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3107174-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3107308,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3107716,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3108288,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3108826,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3109480,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3109500,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3109644,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3110359,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3110385,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3111570,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3111949,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3112004,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3112069,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3112069-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3112259,I,SI,27,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3112540,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3112895,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3113299,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3113299-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3113444,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3113444,S,,,,,;700802210-20-3113444,S,,,,MCS-P3-31-AOA,;700802210-20-3113608,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3113637,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3113637-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3113637-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3113646,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3114705,I,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3114994,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3115040,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3115040-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3115040-2,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3115505,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3115505-1,S,SI,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3115933,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3116075,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3116120,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3116155,I,SI,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C50861;700802210-20-3116420,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3116487,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3116736,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3116877,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3117629,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3117629,S,,,,,;700802210-20-3117629,S,,,,MCS-P4-23-AOA ,;700802210-20-3117787,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3117889,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3117889-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3117889-2,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3117944,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3118003,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3118450,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3118450-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3118511,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3118737,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3118956,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3119415,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3119666,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3119769,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3119769,S,,,,MCS-P3-31-AOA ,;700802210-20-3120560,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3120856,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3120878,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3121287,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3121287,S,,,,,;700802210-20-3121457,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3121697,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3121697-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3121741,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3121890,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3121890,S,,,,,;700802210-20-3122658,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3122903,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3122903-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3122903-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3123257,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3123525,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3123728,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3123786,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3123788,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3123796,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3123992,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3123992-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3124062,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3124417,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3124548,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3124597,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3124726,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3124726-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3124828,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3124879,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3125752,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3125752-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3125752-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3126182,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3126375,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3126419,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127497,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127497,S,,,,,;700802210-20-3127497-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127497-1,S,,,,,;700802210-20-3127598,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127635,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127678,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127694,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127722,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3127722-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3128013,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128138,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128166,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128166-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128402,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128402,S,,,,,;700802210-20-3128402,S,,,,MCS-P3-29-AOA ,;700802210-20-3128402-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128402-1,S,,,,,;700802210-20-3128402-1,S,,,,MCS-P3-29-AOA,;700802210-20-3128402-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3128402-2,S,,,,,;700802210-20-3128402-2,S,,,,MCS-P3-29-AOA,;700802210-20-3128897,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128929,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128989,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3128989-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3129551,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3130070,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3130070-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3130268,I,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3130487,I,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3130717,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3130717-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3130835,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3130835-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3130835-2,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3130940,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3131113,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3131203,I,SI,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3131289,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3131289-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3132477,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3133233,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3133233-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3133811,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3133823,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3133949,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3134173,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3134173-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3134251,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3134251,S,,,,,;700802210-20-3134400,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3134632,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135035,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135047,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135047,S,SI,,,,;700802210-20-3135146,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3135209,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135520,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135525,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3135527,I,SI,49,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135559,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135647,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3135839,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3136017,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3136134,I,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3136134-1,S,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3136166,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3136296,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3137418,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3138767,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3139353,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3139353-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140071,I,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140071-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140214,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140294,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140350,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140411,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3140411-1,S,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140550,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140571,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140837,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140925,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3140985,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3140985-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3141295,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3141295,S,,,,,;700802210-20-3141295-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3141717,I,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3141717-1,S,SI,19,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3141717-2,S,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3141731,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3141805,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3142022,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3142181,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3142232,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3142349,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3142556,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3142575,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3142784,I,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3143094,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3143341,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3143389,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3143581,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3144083,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3144100,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3144601,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3144607,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3145630,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3145630,S,,,,,;700802210-20-3146306,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3146306-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3146337,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3146911,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3146911-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3147019,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3147407,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3147677,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3147724,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3147724-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C63230;700802210-20-3147999,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3147999-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3148095,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3148148,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3148211,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3148836,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3148918,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3148918,S,SI,,,,;700802210-20-3149022,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149022,S,SI,,,,;700802210-20-3149172,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149315,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3149503,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149503-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3149503-2,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149503-3,S,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149580,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149678,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149957,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3149957-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3149957-2,S,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3150306,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3150365,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3150401,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3150666,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3150666-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3150666-2,S,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3150666-3,S,SI,27,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3150714,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3151371,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3151499,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3151551,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3151725,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3151725-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3152770,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3152791,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3152797,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3152978,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3153037,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3153037-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C53269;700802210-20-3153980,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3153980-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3154307,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3155100,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3155488,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3155526,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3156492,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3156601,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3156601,S,,,,,;700802210-20-3156601,S,,,,MCS-P3-29-AOA ,;700802210-20-3156666,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3156799,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3157045,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3157212,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3157212-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3157222,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3157222,S,SI,,,,;700802210-20-3157222-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3157222-1,S,SI,,,,;700802210-20-3157639,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3157639-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3157781,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3157891,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3158159,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3158428,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3158543,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3158543-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700802210-20-3159146,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3159827,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3159827-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3159827-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3159827-3,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3160048,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3160478,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3160580,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3160825,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3161140,I,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3161383,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3161383,S,SI,,,,;700802210-20-3161575,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3161619,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3161822,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3161822-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162020,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3162020-1,S,SI,170,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162022,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3162024,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162027,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3162027,S,,,,,;700802210-20-3162038,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162041,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-20-3162041,S,,,,,;700802210-20-3162048,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162531,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162618,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162705,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162883,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162883-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3162996,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3162996-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3163220,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3163492,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700802210-20-3163492-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3164300,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3164300,S,,,,MCS-P4-23-AOA,;700802210-20-3164420,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3164800,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3166198,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3166198-1,S,SI,56,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3166198-1,S,,,,MCS-P3-31-AOA,;700802210-20-3166464,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3166611,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3166611,S,,,,MCS-P3-29-AOA,;700802210-20-3166611,S,,,,,;700802210-20-3166611-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3166611-1,S,,,,MCS-P3-29-AOA,;700802210-20-3166611-1,S,,,,,;700802210-20-3167637,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3168203,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3168706,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3168775,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3169255,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3169316,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3169316-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3169945,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3169950,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3170603,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3171152,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3172461,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3172469,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3173506,I,SI,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3173506-1,S,SI,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3173751,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3173751-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3174318,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3174951,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3175042,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3175056,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3175198,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3175198-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3175514,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3176251,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3176467,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3177184,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3177642,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3177818,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3177885,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3178065,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3178786,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3178816,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3179491,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3179494,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180087,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3180440,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180552,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180623,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180739,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180796,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180796-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3180796-2,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180796-3,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3180875,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3181024,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3181302,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3181372,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3181438,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3181713,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3181838,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3182484,I,SI,33,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3182484-1,S,SI,58,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3182502,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3182651,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3182891,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3182995,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3183055,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3183071,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3183091,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3183125,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3183125-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3183426,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3183426,S,,,,MCS-P3-26-AOA,;700802210-20-3183786,I,SI,51,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3183809,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3183809,S,SI,,,,;700802210-20-3183856,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3183942,I,SI,80,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3183942,S,SI,,,,;700802210-20-3183942-1,S,SI,90,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3183942-1,S,SI,,,,;700802210-20-3184127,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3184127-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3184288,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3184818,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3185279,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3185494,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3185586,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3185586-1,S,SI,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3185683,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3185972,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3185972-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186183,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186183-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186183-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186183-3,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186209,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186351,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186561,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186978,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3186978,S,,30,,,;700802210-20-3187240,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3187240,S,SI,,,,;700802210-20-3187297,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3187333,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3187523,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3187845,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3187982,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3187990,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3188064,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3188216,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3188216-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3188483,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3188554,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3188756,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189020,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189190,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3189190-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189190-1,S,,,,,;700802210-20-3189237,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189237-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189237-2,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3189319,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189607,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189742,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189751,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3189787,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189800,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189829,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189829-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3189862,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3189887,I,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3189898,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190237,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3190459,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190471,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190473,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190808,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190924,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190924-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190924-2,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3190930,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3191013,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3191013-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3191048,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3191087,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3191567,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3191567-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;C50861;700802210-20-3191907,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3191967,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3192091,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3192117,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3192309,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3192370,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3192442,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3193148,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3193460,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3193697,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3193697-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3193774,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3195253,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3195253-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3195253-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3195319,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3195898,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3196059,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3196241,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3196278,I,SI,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3196278,S,,,,,;700802210-20-3196449,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3196908,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3196987,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3196991,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3197011,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3197296,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3197296,S,,,,MCS-P3-26-AOA,;700802210-20-3197296,S,,,,,;700802210-20-3197296-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3197740,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3197740-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3197821,I,SI,31,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3198027,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3198027,S,SI,,,,;700802210-20-3198027-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3198027-1,S,SI,,,,;700802210-20-3198027-2,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3198027-2,S,SI,,,,;700802210-20-3198116,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3198116,S,SI,,,,;700802210-20-3198172,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3198215,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3198215,S,SI,,,,;700802210-20-3198507,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3199008,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3199010,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3199295,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3199662,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3199968,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3200041,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3200041-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3200211,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3200820,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3200820-1,S,SI,43,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3200820-1,S,,13,,MCS-P4-23-AOA ,;700802210-20-3200844,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3200844-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3200876,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3201123,I,SI,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3201432,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3201606,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3201606,S,,,,MCS-P3-29-AOA,;700802210-20-3201606-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3201606-1,S,,,,MCS-P3-29-AOA,;700802210-20-3201660,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3201769,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3201769-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3201814,I,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3201814,S,,,,,;700802210-20-3201814,S,,,,MCS-P3-29-AOA,;700802210-20-3201981,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3202039,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3202043,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3202192,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3202361,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3202451,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3202539,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3202539,S,,,,,;700802210-20-3202539,S,,,,,;700802210-20-3202539-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3202539-1,S,,,,,;700802210-20-3202783,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3203174,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3203460,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3203695,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3204074,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3204145,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3204560,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3204583,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3204849,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3204884,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3204926,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3205109,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3205365,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700802210-20-3206261,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3206657,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3206657-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3207872,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208239,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208239,S,,,,,;700802210-20-3208239,S,,,,,;700802210-20-3208395,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208395-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3208395-2,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208395-3,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208419,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208475,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208475-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3208561,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3208564,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3209584,I,SI,42,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3209658,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3209782,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3210032,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3210032-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3210138,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3210346,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3210419,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3210538,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3211038,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3211567,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3211701,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3211771,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3211788,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3211788-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3212031,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3212133,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3212268,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3212268-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3212433,I,SI,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3213091,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3213227,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3213452,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3213452-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3213600,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3213600-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3213907,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3214361,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700802210-20-3214704,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3214704-1,S,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3214794,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3215032,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3215397,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3215659,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3215668,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3215676,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3215889,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216092,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216092,S,,1,,,;700802210-20-3216405,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216409,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216409,S,,,,,;700802210-20-3216434,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216446,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216752,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216787,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216802,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3216812,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217210,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217412,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217659,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217703,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217715,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217722,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217868,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217868,S,,1,,,;700802210-20-3217868-1,S,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3217868-2,S,SI,33,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3218149,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3218168,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3218252,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3218252-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3218324,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3218391,I,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3219035,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3219351,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3219690,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3220038,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220665,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220699,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3220699-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220716,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220737,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220766,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220913,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220934,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220934-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3220985,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3221117,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3221498,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3221498,S,,,,,;700802210-20-3221498-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3221498-1,S,,,,,;700802210-20-3221563,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3221563,S,,,,,;700802210-20-3221563,S,,,,MCS-P3-29-AOA ,;700802210-20-3221793,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3222722,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3223029,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3223224,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3223390,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3223788,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3223970,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224054,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3224142,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224162,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224228,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224331,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224331,S,,,,,;700802210-20-3224491,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224589,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3224589,S,,,,,;700802210-20-3224674,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224773,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224773,S,,,,,;700802210-20-3224773-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3224773-1,S,,,,,;700802210-20-3224773-1,S,,,,MCS-P3-29-AOA ,;700802210-20-3225288,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3225462,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3225483,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3226284,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3226284-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3226379,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3226452,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3226481,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3226481-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3226524,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3226611,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3226732,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3227140,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3227227,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3227238,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3227654,I,SI,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3227654,S,,,,,;700802210-20-3227755,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228035,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228071,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228232,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228274,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228274,S,,,,,;700802210-20-3228274,S,,,,MCS-P3-31-AOA ,;700802210-20-3228274,S,,,,,;700802210-20-3228418,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3228742,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228822,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228856,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228936,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228936-1,S,SI,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3228936-1,S,SI,38,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229013,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3229051,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229209,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229209-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229209-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229209-2 (corrected unique complaint ID number),I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229342,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229342,S,,,,,;700802210-20-3229377,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229458,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229501,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229591,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229591-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229751,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229779,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229789,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3229789-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230114,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230142,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230180,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230194,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230503,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230556,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230556-1,S,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3230558,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230607,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230607,S,SI,,,,;700802210-20-3230640,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230649,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230687,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230810,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230812,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3230812-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3231018,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3231072,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3231072-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3231509,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3231677,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3231677-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3231777,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3231822,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3231929,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3231929-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232032,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232032-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232032-2,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232076,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232139,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232298,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232298-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232298-2,S,SI,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3232301,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232331,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232397,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232398,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232491,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232528,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232602,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232602,S,,,,,;700802210-20-3232898,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3232898,S,,,,,;700802210-20-3232940,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233049,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233115,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233115,S,,,,,;700802210-20-3233130,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233142,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233357,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3233432,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233458,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233460,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233460,S,,,,,;700802210-20-3233460-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233460-1,S,,,,MCS-P3-29-AOA,;700802210-20-3233507,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233552,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233552-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233605,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3233605-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3234106,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3234185,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3234185-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3234342,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3234356,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700802210-20-3234356,S,,,,,C62917 ;700802210-20-3234588,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3234773,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3234855,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3234871,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3234935,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3234942,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235124,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235132,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235340,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235340-1,S,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235372,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235573,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235573-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235638,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235666,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235679,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235697,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235697-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3235731,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3235920,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236100,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3236100-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236129,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236225,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3236236,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236252,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236262,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236416,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236473,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3236486,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236490,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236490,S,,,,,;700802210-20-3236490,S,,,,MCS-P3-31-AOA,;700802210-20-3236506,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236506-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3236506-2,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236506-3,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3236516,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236516,S,,,,,;700802210-20-3236516-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3236516-1,S,,,,,;700802210-20-3237123,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237123-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237239,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237239-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237520,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700802210-20-3237520,S,,,,MCS-P3-31-AOA ,;700802210-20-3237520-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237749,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237749,S,,,,,;700802210-20-3237749-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237749-1,S,,,,,;700802210-20-3237787,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3237787-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237787-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237800,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3237800-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3238024,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3238270,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3239529,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3239749,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3239749-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3239895,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3239895-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3240286,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3240393,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3240393-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3240641,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3240718,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3240744,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3240959,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3240959,S,,,,,;700802210-20-3240959-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3241492,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3241724,I,SI,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3241724,S,SI,,,,;700802210-20-3241724-1,S,SI,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3241724-1,S,SI,,,,;700802210-20-3242129,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3242129,S,,,,,;700802210-20-3242129,S,,,,,;700802210-20-3242129-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3242129-1,S,,,,,;700802210-20-3242129-1,S,,,,,;700802210-20-3242872,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3243055,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3243055,S,,,,,;700802210-20-3243084,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3243273,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3243273-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3243646,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3243871,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3244453,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3244453-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3244568,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3244714,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3244808,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3245158,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3245158-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3245442,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3245778,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3245943,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3246280,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3246639,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3246753,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3246880,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3247060,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3247200,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3247200,S,,,,,;700802210-20-3247261,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3247868,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3247897,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3247955,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3248056,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3248356,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3248356,S,,,,,;700802210-20-3248356,S,,,,,;700802210-20-3248591,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3248727,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3249009,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3249009-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3249355,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3249519,I,SI,19,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3249536,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3249536,S,,,,,;700802210-20-3250360,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3250628,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3250697,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3250726,I,SI,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3250833,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3250988,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3251357,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3251653,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3251653,S,,,,,;700802210-20-3251653,S,,,,MCS-P3-31-AOA ,;700802210-20-3251714,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3251714-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252055,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252096,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252186,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252186-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252562,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252562-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252647,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3252647,S,,,,,;700802210-20-3252927,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3253269,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3253269-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3253608,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3253664,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3253664-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3254693,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3254768,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3254988,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3255138,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3255675,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3255675,S,,,,,;700802210-20-3255675,S,,,,MCS-P3-26-AOA,;700802210-20-3255675-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;C62917;700802210-20-3255675-1,S,,,,,;700802210-20-3255675-1,S,,,,MCS-P3-26-AOA,;700802210-20-3255679,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3255679-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3255794,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3256470,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3256623,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3257303,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3257667,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3257954,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3257986,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3258058,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3258274,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3258501,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3258813,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3259133,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3259184,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3259184-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3259313,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3259582,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3259948,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3259948-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3260799,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3261105,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3261105-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3261105-2,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3261105-3,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3261105-3,S,,,,,;700802210-20-3261126,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3261443,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3261736,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3261736-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3261747,I,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3262030,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3262030-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C63230;700802210-20-3262517,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3262592,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3263969,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3264208,I,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3264304,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3265474,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3265606,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3266260,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3266260-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3267080,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3267315,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3267315-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3267584,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3267978,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3267978-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3268861,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3268861-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3268861-2,S,SI,44,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3268966,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3269452,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3270265,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3270688,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3270925,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3270960,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3271065,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3271065-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3271857,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;C53269;700802210-20-3272012,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3272108,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3272163,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3272163-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3272573,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3272573-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3273534,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3274032,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3274378,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3274378-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3274505,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3274505-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3275005,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3275360,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3275496,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3275496-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3275594,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3275603,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3275611,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3275657,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3276314,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3276644,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3278289,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3278289-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3278814,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3278946,I,SI,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3278946,S,,,,,;700802210-20-3278946-1,S,SI,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C62876;700802210-20-3278974,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3279998,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3280201,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3280834,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3280850,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3280876,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3280876-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281069,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281098,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281104,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3281112,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281112-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281116,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281125,I,SI,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3281140,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281470,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281487,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281493,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281493-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281511,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3281516,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3281516,S,,,,MCS-P4-23-AOA,;700802210-20-3281522,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3282426,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3282845,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3282965,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3283064,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3283160,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3283716,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3283774,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3283856,I,SI,36,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3283931,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3284401,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284447,I,SI,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284470,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284550,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284571,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284571-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284824,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284993,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3284993-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3285609,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3286588,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3286780,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3286947,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3286961,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3286961-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3286961-2,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700802210-20-3287209,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3287209-1,S,SI,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3287394,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3287456,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3287456-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700802210-20-3287578,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3287623,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3288423,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3288528,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;C64343;700802210-20-3289483,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3289742,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3289783,I,SI,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3289783,S,,,,,;700802210-20-3289952,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3289952-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-20-3289994,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-20-3289994-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126